Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that while mapping to find an optimal implant location for the right ventricle (rv) leadless pacemaker (lp), low blood pressure was observed. An echocardiogram was performed and revealed a cardiac perforation resulting in effusion and tamponade. The device was removed from the patient. Pericardiocentesis and an additional surgery were performed to resolve this event. The patient was stable.